Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular (rv) channel at implant. All other lead measurements were noted to be stable. The patient was later observed for 10 minutes and there was no oversensing. The patient was not pacemaker dependent, and the device was checked the next day with no issues observed. It was noted that there was possible air in the header. No adverse patient effects were reported. The device remains in service.